Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 423 mg/dl and a no delivery alarm. Troubleshooting found that this was a past event and advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised a possible reason for the alarm. Customer was also advised to monitor the pump and call back if issues persist.